Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Medical equipment company technician/representative. Report source, foreign: event occurred in (B)(4).

Event description:
It was reported that during incoming inspection there was debris found inside the sterile packaging. This event did not occur during surgery and had no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The likely condition of the product when it left zimmer biomet control was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. A corrective action has been initiated to further address the reported failure. This product falls within the scope of a corrective action which is reviewing all bridgend confirmed coobs for debris in packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.